Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt states he is all charged up and turned stimulation on and doesn't feel anything. Patient said he used to feel stimulation all the time and now he doesn't feel it at all. Patient stated he has always felt stimulation when sitting and standing and coughing, but can only feel it when laying down now. Patient service specialist walked patient through trying to connect with and without the antenna and patient reported seeing poor communication. Patient was able to get to the check mark on the screen and navigate through the different groups/programs. Pt states he charged day before yesterday. Patient tried to increase stim and reported he could not feel stim in his legs. Pt had increased to high levels and changed groups and still did not feel any stimulation. Pt states he can feel increase in his pain. Pt mentioned in the call when he first got the stim system he got a couple of jolts. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.